Manufacturer narrative:
(B)(4). Batch # n90f31. The analysis results found that the 23nbs device was returned with the outer gasket damaged and torn; the torn piece of the outer gasket was returned inside a petri dish. The device was visually inspected in order to evaluate the condition of the outer gasket and the damage was confirmed; in addition, the outer gasket was observed to have a mark which suggests that a pointy instrument was inserted through with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, foreign matters were found inside the package. Another device was used to complete the case. There were no adverse consequences to the patient.